Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair bilateral recurrent inguinal hernia; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device #1. An additional emdr was submitted to represent the bard device #2. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of left and right inguinal hernia. Two bard/davol 3dmax mesh, reference numbers 0115321 and 0115311 and lot numbers huyh0874 (device #1) and huyi0384 (device #2) were implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair bilateral recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of left and right inguinal hernia. Two bard/davol 3dmax mesh, reference numbers 0115321 and 0115311 and lot numbers huyh0874 (device #1) and huyi0384 (device #2) were implanted to repair the hernia defect on (B)(6) 2016: the patient underwent an additional surgery to repair bilateral recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6)2015 - patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax (device #1 & device #2). Per operative notes, ¿a direct hernia sac and right cord lipoma were reduced. Once the peritoneum was completely reduced, a right-sided 3dmax mesh was placed and the same procedure was performed on left-side with 3dmax mesh (device #2). Then an umbilicus was reconstructed by using sutures.¿ on (B)(6) 2016 - patient was diagnosed with left inguinal hernia and pain. On (B)(6) 2016 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent open repair. Per operative notes, ¿an indirect hernia sac was reduced. A large sheet of surgicel was placed in the internal inguinal ring to hold the sac in a reduced position. A large lipoma of the cord was separated from the cord structures. A synthetic mesh was placed into the defect and the same procedure was performed in right side with another synthetic mesh.¿ (there was no visualization/mention of 3dmax (device #1 & device #2). Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair bilateral recurrent inguinal hernia; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of 3dmax, patient was diagnosed with hernia recurrence and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list pain as a possible complication.review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents 3dmax mesh (device #1). An additional supplemental emdr has been submitted to represent 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.